Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first firing of the reload in a proximal pancreaticoduodenectomy was successful. At the second firing, the surgeon started to squeeze the handle, and the knife advanced by about 1cm, however the handle became slightly stiff. At the second squeezing, a cracking sound was heard on the handle and the surgeon could not return the knife to the initial position. As the cartridge was stuck on the intestinal canal, the surgeon additionally resected the tissue to remove the device and continued with the procedure. There was tissue damage but the surgeon recovered the case successfully as the intestinal canal was long enough. The surgical time was extended by less than 30 minutes and the procedure was completed with manual suturing. There was no patient injury.